Event description:
The customer reported that the tube arm of the mobile is balanced by a spring loaded chain. The pivot of this tube arm axis is worn out.

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. Results - the investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA. Conclusion - the investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).